Event description:
It was reported through an article summary of patients with severely diseased superficial femoral and popliteal arteries who received supera self-expanding stents (ses) were followed for 12 months to examine the efficacy and durability of an interwoven ses for the treatment of superficial femoral and popliteal arteries. Patients presented with a wide variety of complex lesions including heavy calcifications, total occlusions. Patients with renal impairment who were deemed very high risk of developing contrast nephropathy were optimized as much as possible. Patients with arterial stenosis, acute thrombus, aneurysm in the index vessel, unsalvageable limb, poor inflow, total absence of runoff vessels, lesions unsuitable for angioplasty, very limited life expectancy, doubts in the willingness or capability to allow follow-up examination, and those who could not tolerate the intervention or subsequent follow-up were excluded. Access was ipsilateral or contralateral common femoral artery and retrograde popliteal artery with a 6f sheath with intra-arterial heparin through the sheath. A 0.035 road runner guidewire was used with a 5-6 guiding catheter and the wire exchanged for a 0.018 or 0.020 inch. Recanalization of the sfa with a rotarex catheter system to remove any thrombotic material was performed and a 0.5-1.0mm ballon was used for routine dilation. The supera ses over a 0.014 or 0.018 guidewire via a 6f or 7f catheter, were deployed to cover the needed parts of the lesion. Dilation with a noncompliant balloon was performed for any stent segments that were under expanded. A clinical follow up and duplex ultrasound for evaluation of restenosis was performed routinely on all 36 patients at 1, 3, 6, and 12 months. Reintervention was required in 3 patients who had in-stent restenosis. One patient was diagnosed with a second instance of in-stent thrombosis which was treated with pharmacomechanical thrombectomy (pmt). In-hospital adverse events were limited to one peri-procedural pseudoaneurysm, which was managed by manual compression with two minor access site bleeding. During the follow-up period, one amputation was treated successfully with rotarex catheter and two supera stents, and one limb-threatening ischemia requiring pmt was noted. Three patients died of unrelated cardiopulmonary-renal causes. In conclusion, implantation of the supera stent achieved very encouraging acute and follow-up results in a cohort of patients with a wide range of femoropopliteal lesions. The interwoven nitinol stent design provides flexibility, and strength translate into high long-term patency and fracture resistance. Additional information can be found in the attached article, "treatment of complex atherosclerotic femoropopliteal artery disease with a self-expanding interwoven nitinol stent: midterm results".

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot numbers were not reported. A conclusive cause for the reported patient-device incompatibility - wall apposition cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided. Attachment: article titled "treatment of complex atherosclerotic femoropopliteal artery disease with a self-expanding interwoven nitinol stent: midterm results".